Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising impedance measurements and exhibited noise, which was associated with touching the lead immediately proximal (toward the patient) to the suture sleeve. The suture sleeve was not pushed into the muscle as far as it should have been causing a hinge point during movement, resulting in a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.